Manufacturer narrative:
This report is filed on may 06, 2019.

Event description:
Per the clinic, the patient experienced a performance decrement and subsequent intermittent connection to the internal implant. The patient is being managed by the health care provider.

Manufacturer narrative:
It is now reported that the device was explanted and the patient was reimplanted with a new device during the same surgery (date not confirmed). This report is filed on december 10, 2018.